Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced power loss alarm. Customer's blood glucose value was unknown. The customer stated that the battery kept saying it was low. The customer mentioned that they had to change the battery every day. After troubleshoot, customer was not able to clear the alarm. The insulin pump will be returned for analysis.